Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19355259/1940243.

Event description:
It was reported that the patient underwent a spinal cord stimulator explant procedure for an unknown reason. The explanted devices will not be returned. No device malfunction suspected. No further information has been obtained despite good faith efforts.